Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided; cause was not known. A correction bolus was delivered to address bg. Customer will continue to use current pump.